Event description:
As an experienced contact lens wearer for decades, I currently use alcon air optix multifocal. I believed that the recent purchased set of boxes (lot 10342182) are either mechanically or chemically defective and should be recalled. After wearing one pair for 8 hours, eyes became irritated and produced inflammatory discharge. In consult with my ophthalmologist, it appears that several patients are presenting with papillary conjunctivitis wearing this brand model recently. I have worn this brand for years without difficulty. I have tried three separate pairs from two different boxes with the same adverse result. No damage occurred with my eyes but the lens are unwearable. This is a patient safety issue. I have reported this to alcon. Respectfully, (B)(6), md.